Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed since the product was not returned for evaluation. The complaint could not be confirmed. Manufacturing records evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints revealed that no similar complaints for this production order number have been received. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Investigation results reveal there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to poor visual outcome. Decentration/dislocation of iol was noted after iol was placed in primary surgery (had capsular rupture with vitreous loss). Reportedly, the doctor knew the lens would need to be explanted before the patient left the operating room. Further commented that the iol was left in place to avoid further traumatizing the cornea before the exchange. The exchange was delayed for a month as they had to wait for availability of a surgeon trained for scleral sutured iol. At explant an incision enlargement was required to remove the lens from the eye. Patient's visual acuity pre-op: 20/70. Patient's visual acuity post-op: hm (hand motion). It was also noted a vitrectomy and sutures were required. The explanted lens is not available for return. No further information was provided.

Manufacturer narrative:
In review of the file, it was noted that the initial report indicated patient is a male; however, this was incorrect. The following has been updated accordingly. Gender: female. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.